Manufacturer narrative:
A ge service representative performed telephone support. The customer was asked to reboot the system. By doing this, the customer indicated the system was found to be operating as intended.

Event description:
The customer reported the system's collimator shut down. No report of pt injury.